Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units helium cylinder is leaking. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units helium cylinder is leaking. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d5, e2 and e3 is unknown (initially it was submitted as "yes" and "other healthcare professional"), g2. Additional information: e1 (event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the iabp and found that the equipment has a leak from the high pressure helium regulator, also the equipment failed fill manifold test. To fix this issue, the fse replaced the regulator_hi pressure_helium, helium fill manifold assembly and valve,300 psi check. The fse also replaced the safety disk as it was expired. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.